Event description:
During a coronary artery drug eluting stenting treatment procedure there was stent damage. The physician was treating a lesion in the mid left anterior descending (lad) coronary artery with a 2.5x16mm taxus express2 drug eluting stent when it was noticed that the stent was protruded. The procedure was completed using another taxus express2 stent of the same size. There were no patient complications reported. The patient was reported I satisfied/good condition.